Event description:
One week prior to death, rv lead impedance increased from 650 to 1620 ohms and remained high until death. Pt was 58% placed. Possible loss of ventricular pacing due to potential lead fracture 1 wk prior to death.